Event description:
It was reported that the pacemaker's battery had depleted prematurely. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of premature depletion was not confirmed. Longevity assessment was performed, and device met projected longevity. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, as received, normal output and telemetry communication. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was operating at end-of-service voltage level (eos) consistent with normal usage. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
Correction: d3, g1: fields should reflect sylmar site, instead of the malaysia site as previously reported.

Event description:
New information received notes that the patient's pacemaker was explanted due to elective replacement indicator, and the patient condition was previously unknown. The date of the explant was unknown.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. A malfunction based on analysis was found. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was operating at end-of-service voltage level (eos) consistent with normal usage. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.